Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was removing the stylet on the lead and when he attempted to putthe stylet back into the lead, it was stuck and could not advance. It was noted that the physician decided to use another lead andthere was no patient injury.

Manufacturer narrative:
(B)(4): analysis of the lead, lot #va07bnk, found no anomaly. A known good stylet was able to be inserted into the lead without any difficulty. Analysis of the stylet found the distal end bent. It was not possible to insert the stylet into the returned lead.